Manufacturer narrative:
The reported event occurred on a cobas e411 rack analyzer with serial number: (B)(6). The investigation determined that the elecsys hbsag ii assay performed within specifications, as quality control recovery was within acceptable limits and no instrument performance issues were identified. The root cause of the non-reproducible false-positive result could not be definitively determined. However, the positive result was most likely caused by an unknown pre-analytical handling issue, as the provided pre-analytical data indicated deviations from recommended tube manufacturer guidelines, including insufficient spin time and excessive centrifugation speed. Additionally, insufficient sample quality, such as the presence of fibrin clots or strands, may have contributed to the observed result. The customer was advised to follow the method sheet instructions, which recommend rerunning the sample to confirm a positive result. If the repeat test is negative, a third run should be performed to determine if the sample is negative or repeatedly reactive. The customer was also educated on adhering to the tube manufacturer¿s pre-analytical handling guidelines to minimize the risk of similar occurrences.

Event description:
The initial reporter alleged a non-reproducible false-positive result for the same patient sample tested with the hbsag g2 elecsys assay on the cobas e411 rack analyzer. The initial test result was reactive with a value of 1.13 coi. A repeat test of the same sample generated a negative result with a value of 0.736 coi. The customer workflow involves running the hbsag test only once and reporting the initial value.